Event description:
Penumbra lightning flash 16 aspiration catheter malfunctioning; would not aspirate thrombus. Device flashed amber and red light, instead of green. Trouble shooting device did not resolve issue. Replaced lighting flash with another, which functioned correctly.